Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. A coronary artery dissection is a tear in the inner lining of the coronary. These are typically related to patient and procedural factors, including inadequate distance between the annulus and the coronary ostia, and bulky calcification. As a result, blood flows through this newly created false channel, which raises a flap that can occlude blood flow in the true lumen, and can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Ptca, implant of a stent, or thrombectomy). In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the event is unknown but may be related to the factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in the united kingdom, this was a case of a 23mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. The esheath insertion was uneventful and bav was done with a 20mm edwards balloon. Post aortogram showed patent rca and lca. Commander delivery system insertion was uneventful and no issues were identified at that point. Valve alignment was difficult due to tortuous anatomy. The commander delivery system was moved to several sections of the descending aorta in order to facilitate valve alignment, which was successfully completed at the end. The valve was positioned, and the pusher was pulled back; at that point it was demonstrated loss of lca system with ECG st elevation. Deployment was completed and aortogram post continued to confirm loss of lca but no visible dissection coming from the aortic root. The lca was cannulated with a guide catheter, visible dissection noted in the lad and pci commenced. X2 stents were deployed with post ivus to confirm optimization. The patient remained stable throughout and under conscious sedation and transfer to recovery room. It is suspected that the coronary dissection was caused during the bav and slowly developed, and the symptoms occurred while positioning the sapien 3 valve in the native annulus. The lca system was visible post bav, but during valve positioning it was shown to be compromised.